Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2011; dtba2d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high pacing impedance and a high and rising pacing threshold. It was noted there was atrial oversensing and noise present on the atrial electrograms (egm). At this time, the clinic is aware of the lead and the patient continues to be monitored. No patient complications have been reported as a result of this event.